Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. It was noted that several attempts to run vector express were unsuccessful. Reprogramming was done, which resolved the stimulation and the cardiac resynchronization therapy pacemaker (crt-p) and lv lead remain in use. No further patient complications have been reported as a result of this event.